Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed. A receiver charge and boot was performed and passed. A receiver download was attempted and no data was provided for evaluation in the investigation window. A functional test was performed and passed. The receiver case was opened, and an internal visual inspection was performed and failed due to cracked battery. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.